Event description:
Customer reported the adc freestyle libre sensor experienced an unspecified "failure" and she was therefore unable to obtain a glucose result, resulting in her experiencing hypoglycemia and a loss of consciousness. Customer was treated with glucose tablets and juice by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for reader. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. A tripped trend review was conducted for the reported complaint and fs libre reader, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. Section d4 (serial no.) Was incorrectly updated in the initial MDR. Correction has been made.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the adc freestyle libre sensor experienced an unspecified "failure" and she was therefore unable to obtain a glucose result, resulting in her experiencing hypoglycemia and a loss of consciousness. Customer was treated with glucose tablets and juice by a third-party. There was no report of death or permanent impairment associated with this event.